Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt-1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. There are no app diagnostic logs available. In the analytic logs we encountered timeout errors during certain operations. This could mean the pump or the app took too long to respond during the pairing process. Gatt errors and supervisor timeouts suggest issues in maintaining a stable ble connection between the app and the pump. A ""gatt client is closed"" error typically occurs when the bluetooth connection is unexpectedly terminated or becomes unresponsive. Repeated disconnection events shows in the logs. This could be due to signal interference, low bluetooth signal strength. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: advanced steps: clear data of bluetooth app: settings , apps , manage apps , find and tap on bluetooth app , clear data reset network settings: settings , connection & sharing , reset wi-fi, mobile networks, and bluetooth , reset settings uninstall app , restart phone , turn bluetooth off then on, reinstall app. On your android device, open settings . Tap google, google devices & sharing (or all services on xiaomi devices) , cross-device services. Or search ¿¿cross-device¿' from settings. Make sure use cross-device services is off or disabled (xiaomi device use toggle off) follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: remove the mobile device from the pump. Check the phone¿'s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. Helpline confirmed that issue has been resolved on the customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt-1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. There are no app diagnostic logs available. In the analytic logs we encountered timeout errors during certain operations. This could mean the pump or the app took too long to respond during the pairing process. Gatt errors and supervisor timeouts suggest issues in maintaining a stable ble connection between the app and the pump. A ""gatt client is closed"" error typically occurs when the bluetooth connection is unexpectedly terminated or becomes unresponsive. Repeated disconnection events shows in the logs. This could be due to signal interference, low bluetooth signal strength. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: advanced steps: clear data of bluetooth app: settings -> apps -> manage apps -> find and tap on bluetooth app -> clear data. Reset network settings: settings -> connection & sharing -> reset wi-fi, mobile networks, and bluetooth -> reset settings. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. On your android device, open settings . Tap google, google devices & sharing (or all services on xiaomi devices) , cross-device services. Or search ¿cross-device' from settings. Make sure use cross-device services is off or disabled (xiaomi device use toggle off) follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: remove the mobile device from the pump. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select "forget" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on. Launch the app and begin the pairing process. (Ensure app is in the foreground while pairing). Important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. Helpline confirmed that issue has been resolved on the customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.